Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2017 with the following findings: during investigation, the pump was returned with the oled visibly cracked throughout the display lens. The pump was unable to power on. The pump was opened and the printed circuit board components were found to be disconnected. A crack was also found at the printed circuit board. Additionally, the display lens was found to be cracked.